Event description:
Event description guidant received information that this atrial lead displayed impedance measurements >2000 ohms and had triggered the lead safety switch feature on the pacemaker. However, the lead displayed threshold and sensing amplitude measurements that were within normal limits and the patient did not require pacing in the atrium.